Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of merlin.net transmissions it was observed the patient's right atrial lead was sensing noise. No intervention was performed, and the physician elected to continue to monitor the lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 codes.